Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer cleared the alarm and successfully resumed insulin therapy. There was no reported adverse impact to customers blood glucose (bg) level.